Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient was admitted into the hospital for hemolysis, elevated lactate dehydrogenase, and hematuria, and was placed on heparin. The device was exchanged on on (B)(6) 2017.

Manufacturer narrative:
Device evaluation: the pump was returned assembled. Thrombus was confirmed through the evaluation of the returned device. Upon disassembly of the device, examination of the distal side of the inlet stator revealed a laminated, denatured thrombus surrounding the inlet bearing ball. The thrombus was obstructing approximately 25% of the blood flow path. The presence of concentric layering indicates that this thrombus formed on the bearing ball while the pump was operating. The areas of denaturation suggest that it was present while the pump was operating and supporting the patient. Although the duration of time for which it was present in the pump could not be conclusively determined through this evaluation, it could have contributed to the reported hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the dl did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.